Manufacturer narrative:
One opened probe was received, without a tip protector, in a pouch, for the report. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation. The sample was found to be conforming for actuation, no movement of the needle out of the needle holder observed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually conforming, therefore probe dislodged as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was visually conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy probe dislodged during vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).